Event description:
It was reported that the customer's touch screen was unresponsive. No impact to customer's blood glucose levels.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed.